Event description:
Agent contacted technical solutions to report a volume discrepancy. Agent stated that a week before, the patient came for a refill and the full 20 mls were pulled out of their pump. The patient had recently reported an increase in pain and had not undergone any mris. A cap study was performed which showed the catheter to be patent, but tip had reportedly migrated from t10 to t1-t2. Agent reported that csf was easily pulled from the cap during the cap study. After the dye was injected, a priming bolus was not run in order to visualize the dye being primed through the catheter. Later communication with the agent confirmed that the physician believed that there might be an issue with the pump as the catheter was "fine". Agent also stated that the patient's volume was checked the week before, and the volume was observed to be correct. The agent confirmed that revision is not scheduled at this time.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device remains implanted and was not returned. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: complaint-(B)(4).